Event description:
It was reported that the event involved a male patient, age (B)(6), expired while in the cardiac intensive care unit (cicu). The pt was admitted in emergency after a massive acute pulmonary edema, hemodynamically stable, with a major endocardial lesion (detected by ECG). A coronary angiogram was performed and revealed for the second injection of the contrast product, a stenosis of the left anterior artery plus add'l respiratory cardiac arrest with ventricular fibrillation. The sheath was inserted. During the intra-aortic balloon (iab) connection to the pump (s/n (B)(4)), when the helium tubing was connected to the pump, the helium gauge appeared empty and the iab did not inflate. The user attempted to push it in harder and the gauge appeared full, but again empty after approximately 5 seconds. The user decided to change the helium bottle, but the iab still would not inflate. Meanwhile, the pt was still being resuscitated; cardiac massage and electric shock performed 5 times without success. An attempt to connect the iab with another pump (sn (B)(4)) was unsuccessful and the iab still would not work. As a result, the iab was removed and another one was inserted; it was used successfully. There was a 45 minute delay or interruption in therapy to initiate the counter pulsation. No harm to the pt was noted. No medical/surgical intervention was required. There was no report of injury. The pt outcome and clinical consequences were noted as cerebral anoxia, vegetative state, expired on (B)(6) 2012. Sample will not be returned for eval.

Manufacturer narrative:
(B)(4). Sample will not be returned for eval.